Manufacturer narrative:
Failure analysis revealed that after battery installation, the insulin pump power up and froze at the number three of the count screen. Problem isolated to motherboard. Unable to perform the displacement test due to frozen screen. The device was received with cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cracks near the battery compartment. No further information was provided.